Event description:
It was reported by the sales rep that the device was used during a laparoscopic gastric bypass. It was reported that the instrument was fired, knife blade advanced, but staples did not form. The surgeon had to oversew both sides of the cut line. There was no consequence to the patient.